Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that upon opening the implant debris was found in the package.

Manufacturer narrative:
Product code: oqg. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned hair in packaging was returned and from the evaluation of the returned product, it was determined that the hair was there inside packaging. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A definitive root cause for this issue can be attributed to human factors issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Further investigation confirms the product likely left zimmer biomet control non-conforming. Based on the confirmed presence of a hair in the package, it was concluded that it was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.